Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been dropped in water. Subsequently, the pump screen would illuminate without any interaction with the pump button or screen. Additionally, it was reported that the wake button has stopped functioning. The customer's blood glucose level was 222 mg/dl. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Reportedly, the customer has manual injections available as alternate insulin therapy.